Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer's blood glucose (bg) was "high" on the continuous glucose monitor graph. Elevated bg was addressed by a correction bolus via the pump.